Event description:
It was reported that during a lower colon procedure, the device only stapled one staple line. The distal end stayed open. The surgeon sewed it by hand. The procedure was extended by 30 minutes and completed with a like device. No patient consequences were reported.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.